Event description:
On may 15 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter had a cracked display. The complaint was classified based on customer care advocate (cca) documentation as the patient or reporter were not available when the medical surveillance specialist made further attempts to follow-up in order to obtain additional information. The original call recording was reviewed by the mss to obtain full information about the event. The reporter detailed that the cracked display issue occurred on (B)(6) 2016, when the patient¿s doctor ¿hit the meter on a desk¿. The patient does not take any medication to manage her diabetes and the reporter detailed that the patient continued to follow her usual diabetes management routine in response to the alleged meter issue. The reporter detailed that an unknown time after the alleged meter issue occurred the patient suffered symptoms of ¿dizziness, upset stomach, vomiting¿ and stated that the patient had a miscarriage, but could not specify when, however indicated that it may have been attributed to the patient¿s uncontrolled diabetes. The reporter claimed that on an unknown date the patient visited the doctor¿s office where she was prescribed metformin pills to take daily. During troubleshooting the cca noted that the product was not available to be requested back for analysis as the reporter stated that the meter had been broken and disposed of. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a miscarriage after the alleged meter issue occurred. Although other factors may have been involved it cannot be confirmed that the meter issue did not cause or contribute to the event.